Manufacturer narrative:
The lot was manufactured from september 22, 2022 - september 23, 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked; further described as ¿water droplets in infusor container¿. The issue occurred during storage, after the pharmacy prepared the device with fluorouracil. There was no patient involvement. No additional information is available.